Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 241 mg/dl prior to calling tandem technical support. The customer declined to provide further information and declined to perform troubleshooting on the issue. Additionally, when loading a cartridge onto the pump, after going through the fill tubing process, the customer displayed an "x" over the insulin gauge, and the customer was unable to verify if the load sequence had been completed. Then, when attempting to reload the cartridge, a minimum fill message occurred. Reportedly, the cartridge was filled with approximately 300 units of insulin. Prior to ending the call with tandem technical support, the customer reported bg level decreased to 40 mg/dl. The customer stated carbohydrates would be consumed to treat the low bg level, and declined to perform any troubleshooting on the reported event.